Manufacturer narrative:
Concomitant medical products: terumo sheath & 6f acc-intorducer (sungwon) , cordis g/c, cordis smart stent. The device was returned and the engineering report will be submitted in the final report. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
The balloon of a 6f-7f mynxgrip vascular closure device (vcd) ruptured during the procedure right before the 1st stop. Hemostasis was achieved by manual pressure under 30 minutes. The patient¿s recovered and the hospitalization was not extended as a result of the event. There was no reported patient injury. The physician was mynx certified. The device was used in an interventional peripheral procedure using a retrograde approach. A non-cordis sheath introducer was used in the procedure. The femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. The stick location was right above the femoral head. There was no presence of pvd/calcium in the vicinity of the puncture site. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. There was no visible damage in distal end of the sheath after removal. Additional patient information was requested but is not available due to the (B)(6) patient¿s protection act. The device will be returned for evaluation.

Manufacturer narrative:
The balloon of a 6f/7f mynxgrip vascular closure device (vcd) ruptured during the procedure right before the 1st stop. There was no reported patient injury. The physician was mynx certified. The device was used in an interventional peripheral procedure using a retrograde approach. A non-cordis sheath introducer was used in the procedure. The femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. The stick location was right above the femoral head. There was no presence of pvd/calcium in the vicinity of the puncture site. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. There was no visible damage in distal end of the sheath after removal. Hemostasis was achieved by manual pressure under 30 minutes. The patient¿s recovered and the hospitalization was not extended as a result of the event. Additional patient information was requested but is not available due to the south korean patient¿s protection act. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f was returned. Per visual analysis, the shuttle cartridge was engaged to the black handle. The sealant and the advancer tube were found inside the shuttle cartridge. The procedural sheath was not returned for evaluation. No anomalies were observed. Per functional analysis, leak testing was performed on the balloon of the returned device. However, the balloon could not be inflated due to the catheter¿s lumen being clogged by dried contrast. Multiple attempts to fully inflate the balloon with water were exhausted. The balloon could not be inflated for examination. A product history record (phr) review of lot f2006603 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ could not be confirmed during analysis due to the condition in which the device was received. The exact cause of the reported event could not be conclusively determined. Vessel characteristics, such as calcium, may have contributed to the reported event, as calcification is known to cause damage to balloons. According to the instructions for use (IFU), which is not intended as a mitigation of risk, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review, nor the product analysis, suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.